Event description:
Boston scientific received information that this device was emitting tones as the device had reached elective replacement indicator (eri). Additionally, there was an allegation that the device may have depleted prematurely. The device is scheduled for replacement in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service and will be returned for analysis when replaced. No other information is available.